Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 3rd of november 2020 getinge became aware of an issue with one of our surgical light ¿ powerled. As it was stated the light head of the device was not properly fixed on its fork and there was a possibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down might led to serious injury or worse.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ powerled 500+ df k3. As it was alleged, the joint in front of the lamp had a lot of movement and gave the impression that the lamp could have fell off. Attached photos confirmed that there was a gap on the double fork. As it was stated, there was no injury reported. It was established that when the event occurred, the surgical light did not meet its specification as appearance of gap between arm forks is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. The root cause was established as related to the loosening screw. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly line at the factory. Once the manipulation of the light is detected abnormal by the user at the fork location a repair must be done when noticed. The following parts were repaired in mentioned surgical light ard368320998 - s/a std double fork 500 led, ard368301556 - pwd/hld fork dimmer v. Boos t and after that the device was returned fully operational to the customer for further use. Please note that the failure related to gap between double fork does not appear to be likely to bring on any immediate danger to the user, per our estimation and product and complaint handling specialists. Moreover, the problem such as the one described here is not safety related, does not appear to compromise user¿s safety and only cause minor inconvenience for the user. There were no injuries to a user nor to a patient or operator when this particular issue occurred in the past and it is not likely that it could lead to any injuries if the situation was to reoccur. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).